Event description:
It was reported by the legal guardian that the patient went to the emergency room with diabetic ketoacidosis. The patient's blood glucose levels reached 410 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (arm), the pod cannula was found bent and leaking insulin. Symptoms reported include fatigue, drowsy and vomiting. The patient was treated with insulin and unspecified intravenous fluids. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.